Event description:
The report received from the cordis e-select clinical registry indicated a pt had persistent flow reduction to the distal left anterior descending coronary artery after a cypher stent implantation. Indication for the index procedure was stable angina pectoris and positive ECG stress test. Disease extent involved one vessel; two lesions were treated in the mid and distal left anterior coronary artery. A 3.0 x 18mm cypher stent was implanted at 14 atms in the mid lad to treat a lesion described as 3.0 x 15mm long, de novo, greater than 45 degree and less than 90 degree angulated and eccentric, classified as type b2 with 90% stenosis. The vessel was predilated with an unk 2.0 x 15mm balloon at 12 atms. Post dilatation was not conducted and no procedural complications were reported. Another 2.5 x 28mm cypher was implanted at 14 atms in the distal lad described as 2.5 x 25mm long, de novo, irregular, eccentric, classified as type c with a 90% stenosis. The vessel was also pre dilated with a 2.0 x 15mm unk balloon at 10 atms. Post dilatation was not conducted. But it was reported that a procedural complication of persistent slow flow was noted. It was also reported that in the target vessel, a far away distal high-grade stenosis was noted but was not accessible to intervention. The stenosis was treated with reopro and the patient now discomfort and no recurrent angina pectoris. The event was determined as unrelated to the cypher stents and the patient was discharged two days later.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.